Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt's ecgs were non-functional.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been complete. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming functionality testing, specifically the ECG fall off test. Upon investigation, the j704 connector was was pulled from the dn pca. The cause for the failure was isolated to the j704 connector being pulled from the dn pca. The cause for the pulled connector was the pulled cable. The root cause of the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.